Event description:
It was reported to target that when the physician used the tester to check the balloon valve, it was found that contrast was leaking from the valve. Since the problem was observed during testing of the device, this event did not cause any problems for the pt. The pt was reported to be in good condition.